Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was taken out of service. The reason for explant was not provided and the event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was explanted on (B)(6) 2016. We received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 7.5 cm and 12 cm distal to the is-1 connector pin into 3 fragments. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Due to the fragmented state the mechanical analysis of the lead was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.